Event description:
User facility reports one incident of a leak in the venous tubing. Due to potential for contamination the blood volume in the extracorporeal circuit was not returned to the pt resulting in ebl=250 cc. A new bloodline was set up to complete treatment. No pt injury or need for medical intervention is reported.